Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 350 mg/dl at the time of incident. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin drip. The customer also report the damaged at the back of the insulin pump where the clip goes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test due to missing segments/partial display.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is february 11, 2019.